Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device interrogation, an alert for low atrial lead impedance was observed. Atrial lead noise was noted on auto mode switch episodes, the over-sensing resulted in inhibition of atrial pacing, the patient experienced bradycardia. Patient condition is stable with no harm caused by the device status. No intervention was reported.

Event description:
New information received indicated that the right atrial lead was capped and replaced on (B)(6) 2020. Patient was discharged.